Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 920 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however, the tandem customer clinical support found that the customer did not change the cartridge when it was empty, resulting in no insulin being delivered for seven hours and that the pump performed as intended. Recommendation was made to discuss diabetes management with a health care provider.